Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2330 is being used to capture the reportable event of pain.

Event description:
It was reported that a spaceoar was placed under general anesthesia, during the procedure, there was difficulty finding the perirectal fat and took a lot of time repositioning the needle, the patient experienced rectal pain post-procedure. In the physician's assessment this is the reason of the rectal pain. The patient also experienced difficulty with bowel movements. The patient was treated with antibiotics.

Event description:
It was reported that a spaceoar was placed under general anesthesia, during the procedure, there was difficulty finding the perirectal fat and took a lot of time repositioning the needle, the patient experienced rectal pain post-procedure. In the physician's assessment this is the reason of the rectal pain. The patient also experienced difficulty with bowel movements. The patient was treated with antibiotics. Additional information received from the treating physician: the computerized tomography (CT) and magnetic resonance imaging (MRI) showed the hydrogel is in the venous plexus around denonvillier?s fascia up to the right hypogastric vein at the level of the seminal vesicles but goes no further superiorly. As the gel was misplaced in the vasculature and did travel away from the site of delivery, this is considered an embolism (though there are no clinical signs). The patient also had small volume hematuria, and the implanting physician felt this was from fiducial marker placement. The patient's rectal pain was ongoing with bowel movements, and the physician commented this was from rectal manipulation during the procedure.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2330 is being used to capture the reportable event of pain. Device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h11: the following blocks were updated based on additional information. Block b1, b5, b7, h6. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.